Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 264 mg/dl. The customer reverted to manual injections for insulin therapy.